Event description:
A cartridge alarm was reported by the customer, which occurred during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. In response to the issue, the customer was provided with a replacement pump, and instructions for storage and return of the problematic pump were given and acknowledged. Additionally, the customer will use a backup method of insulin delivery to ensure service continuity.